Event description:
Analysis was completed. It was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s programming handheld was not working. The manufacturer¿s representative attempted to use the handheld, but it would not respond to his touch of his finger or the stylus. A hard reset was performed, but the handheld still would not respond. The handheld and software have been received by the manufacturer for analysis. However, analysis has not been completed to date.